Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, baker grade iii".

Event description:
Healthcare provider reported left side ¿capsular contracture, grade iii¿. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, fold creases and the weight the device within specification. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data.

Event description:
Healthcare provider reported left side ¿capsular contracture, grade iii¿. Device was explanted.